Event description:
It was reported that the customer was hospitalized for hypoglycemia. The blood glucose reading was 29 mg/dl. Troubleshooting was performed. The time on the pump was correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.